Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) on 11-feb-2021 regarding a patient receiving 2000 mcg/ml of baclofen at 1250 mcg/day via an implantable pump. It was reported the patient's pump logs were reviewed and the healthcare provider (hcp) noticed the low reservoir alarm was noted on (B)(6) 2021 at 1:24 am and a motor stall occurred on (B)(6) 2021 at 18:20. The hcp confirmed the patient has not had an MRI (magnetic resonance imaging procedure) or been exposed to emi (electromagnetic interference) or magnets since the time of the motor stall. The hcp planned to push saline through the cap (catheter access port) to bolus the patient since the patient was "starting to feel funny." It was reported the patient had missed their appointment which is why their low reservoir alarm occurred. The following day, on (B)(6) 2021 it was reported the stall had not recovered. It was confirmed that although the low reservoir alarm occurred on (B)(6) 2021 (previously reported as occurring on (B)(6) 2021) it was confirmed the pump was not yet empty. It was reported the physician planned to replace the pump on (B)(6) 2021 and planned to send the device back for analysis.